Event description:
A 13.2mm vticm13.2 of -16.0/1.0/124 (sphere/cylinder/axis) implantable collamer lens was partially implanted upside down into the patients right eye (od) on (B)(6)2023. The lens was partially implanted, removed and replaced intraoperatively with no patient injury and the problem resolved. In the reporters opinion the cause of the event was user error, loading error was reported for cause details. The reporter also stated that it was unknown if the device failed to perform as intended.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).